Event description:
Boston scientific received information that this physician called to report an event that occurred approximately five months ago. The physician reported that the patient had been under her care and everything was fine, so the patient was sent home. After the patient left the hospital, he started to feel ill, therefore presented back to the emergency room. After arriving at the emergency room, the patient coded and received multiple external shocks, but passed away. The physician thought the implantable cardioverter defibrillator (ICD) would have shocked the patient. Boston scientific technical services (ts) was contacted and discussed in general how the device is designed to shock for arrhythmias above the programmed rates and explained that the device will not shock for arrhythmias below the rate cut-off. Ts also discussed that devices can pace for slow arrhythmias but won't store any episodes for just pacing and explained that the device will divert shocks and redetect if the device detects an external shock. Ts recommended interrogating the device as soon as possible to see what occurred. It is unknown if the device was explanted post-mortem. The field representative responsible for this patient's territory was contacted, but was unable to provide any further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--